Manufacturer narrative:
(B)(4).

Event description:
On 14nov2016 a call was received from an eye care providers (ecp) representative who reported that a patient (pt) was switched to the acuvue vita brand contact lens and ¿developed corneal ulcers.¿ on 15nov2016 a return call was placed to the ecps office for additional information. A representative at the ecps office reported the additional medical information as follows: the representative reported that the pt presented on (B)(6) 2016 with complaints of tearing, burning, redness, and mild light sensitivity os. The pt reported that the onset was (B)(6) 2016. The representative reported that the ¿dr thought pt had an abrasion on (B)(6) 2016, inserted a bandage contact lens and asked the pt to return the next day.¿ on (B)(6) 2016, the pt returned for a fu visit and was diagnosed with a central corneal ulcer. The representative reported that the ¿experience occurred while wearing trial lenses after 4 weeks of wear.¿ the pt was prescribed besivance q 1 hour while awake, diclofenac drops qid os, then pred forte 1 drop bid for 1 week, then qd os for 1 week. The representative reported that the pt denied sleeping in the lenses and stated that the pt ¿cleaned them as instructed.¿ the pt had an additional fu appointment on (B)(6) 2016 and it was noted that the pts eye was much better. There is no loss of acuity noted. No additional medical information was obtained. The lot # for the trial lens is unknown and the product was discarded. The pt also used a lens from lot # b00ltnx. The suspect product was requested. A lot history review was performed and revealed the following: the batch record did not show any abnormalities in monomer and solution testing. All parameters tested were within specification. All sterilization requirements were successfully completed. Lot b00ltnx was produced under normal conditions. If additional information is received it will be reported within 30 days of receipt. Serious reportable event trends are reviewed quarterly in franchise management review meetings.